Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the jet7; however, reperfusion was not achieved and required another pass. The jet7 was re-introduced without a guidewire and microcatheter into the neuron max and subsequently, the jet7 broke at the proximal end outside the patient''s vessel. The jet7 was removed and a new jet7 was used to make a second pass using a direct aspiration pass technique (adapt). Upon completion of the second pass, the jet7 was removed and the physician noticed that the tip was plugged with clot. A third pass was then made using a solumbra technique with a stent retriever (solitaire). Post angiogram showed reperfusion to the left ica. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-02389.

Manufacturer narrative:
Results: the returned jet7 was fractured at approximately 8.0 cm from the hub. The device was kinked at approximately 94.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed a kink on the distal shaft. This kink was likely the reported fracture. If the jet7 is forcefully mishandled during advancement into a neuron max without a guidewire, damage such as a kink may occur. Further investigation of the jet7 revealed a fracture on the proximal end of device. This fracture was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the jet7; however, reperfusion was not achieved and required another pass. The jet7 was re-introduced without a guidewire and microcatheter into the neuron max and subsequently, the jet7 broke at the distal end outside the patient's vessel. The jet7 was removed and a new jet7 was used to make a second pass using a direct aspiration pass technique (adapt). Upon completion of the second pass, the jet7 was removed and the physician noticed that the tip was plugged with clot. A third pass was then made using a solumbra technique with a stent retriever. Post angiogram showed reperfusion to the left ica. There was no report of an adverse effect to the patient.